Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure, there was more resistance than usual when the 23mm sapien 3 ultra resilia (s3ur) valve exited the tip of the esheath+. The valve was implanted without any problems. After removal of the sheath, it was noted that the tip was torn. A radial tear along the distal edge was observed in provided imagery, as well as an axial tear with a separated tip component. There were no injuries to the access vessel, which was confirmed by peripheral angiography. The device will be returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per visual examination, there was slight sheath shaft curvature, likely due to return packaging. The liner fully expanded as designed. There was a radial and axial tip tear along the distal liner edge with hdpe stretching along the tear. Scratches were observed along the distal sheath shaft. Soft tip damage was noted and a portion of the distal tip was missing. Only a slanted score line was present. The missing sheath tip was not found within the shaft or sheath housing or hemostatic valves. Due to the nature of the event, no functional testing was performed. The issue was confirmed through visual examination. The missing portion of the distal tip was measured with radial tear length measuring 0.279 inches and axial tear measuring 0.1595 inches. Provided device imagery was reviewed and confirmed the complaint event. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An engineering technical summary applies to this complaint event and establishes, through extensive complaint investigations, that events reporting distal tip failure on esheath/esheath+ with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. An investigation was previously opened to determine the root cause and implement any necessary corrective actions. In this case, the torn sheath distal tip and resistance between system components were confirmed per provided device imagery and returned device condition. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as it was 'moderate' calcification and tortuosity was reported. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. In this case, system components separating during use was confirmed per per provided device imagery and returned device condition. Available information suggests that procedural factors (high push/withdrawal forces) likely contributed to the event as it was reported 'there was resistance than usual when a 23 mm sapien 3 ultra resilia (s3ur) valve came out from the tip of the esheath+.' High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. High withdrawal forces during retrieval of ds/crimped thv may promote separation of torn tip if compounded with non-coaxial withdrawal angles. Torn tip may also catch on access vasculature during sheath removal, leading to sheath retrieval difficulty and/or the possibility of distal-tip separation via high withdrawal forces. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.